Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that a por (power on reset) was seen on the patient programmer. The patient did not go anywhere and was home all day prior to the por message. It was noted that the patient had a steroid shot in the spine a month prior. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.